Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said that they need an MRI, but can't connect to see compatibility due to her ins issue. The patient says they found about a year ago that they couldn't connect to implant, so they went to healthcare provider (hcp) and a manufacturer representative (rep) "who tried to trickle charge it for 4 hours" and they could get some charge in ins but patient says ins will only hold a charge about 20 minutes. The patient says that they need to get the ins taken out but haven't been able to because of covid. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed compatibility guidelines and told patient to contact MRI facility, and have them contact managing hcp if needed. Patient reported on (B)(6) 2022 they wanted the scs removed for reasons previously reported in this case. Patient reported the ins stopped working about 3 years ago and they met with a rep who tried to "trickle charge" the ins was it was faulty and would not charge.